Event description:
One day post device changeout, an interrogation showed that consistent atrial capture by the right atrial (ra) lead could not be confirmed. Also there was possible intermittent atrial lead undersensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).